Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is 7-10 days after (B)(6), 2020. Serial number: unknown, information not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Telephone number: +(B)(6). The device was not returned for analysis as it was discarded. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Discarded and unknown serial number.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to refractive surprise. Another lens (sn_(B)(4)) was placed as the replacement lens. The visual acuities pre-initial implant was 20/80, post-initial implant was 20/40 and post-replacement was 20/25. There were no other surgical interventions that were required and no treatment or prescription were given by the doctor outside of the normal post-operative treatment. The patient was stable when discharged. No further information is available.